Manufacturer narrative:
Per tandem user guide, "do not reuse cartridges. Reuse of cartridges may result in over delivery, or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred after customer re-used a cartridge. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact.